Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's mobile power unit (mpu) was alarming. The patient was provided with a replacement mpu.